Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported after autoclaving the subject device, it was observed there was brown foreign material on the base of the device. There was no patient or user injury reported due to the event. Reportedly, the customer suspected that the mouthpiece of the subject device was melted. However, it was later confirmed there was foreign material adhered on the outside of the mouthpiece rather than melted. This report is being submitted for the reportable malfunction of foreign material on mouthpiece.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A brown foreign substance was found on the lure base. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the adhesive part peeled off, then deteriorated and liquefied causing the material to seep out of the device. This supplemental report includes information added to h3. Olympus will continue to monitor field performance for this device